Manufacturer narrative:
A root cause could not be determined with the information provided. It was noted the customer was not using the recommended rack adaptors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable human chorionic gonadotropin, stat (hcg) result for one patient on their e411 analyzer. The customer stated the calibration done in the morning of the event had an alarm and was not released. As the software did not accept this calibration, the analyzer reverted to a previous calibration as it was designed to do. When the customer noticed the calibration failure, the calibration was repeated. An acceptable quality control was obtained and all the hcg tests from the day were repeated. The discrepant result was then discovered. When the patient's sample was initially tested, there was an interruption in the processing and the result was cancelled due to a waste tray shaking alarm. The sample was put back on the analyzer and the result was 85.60 miu/ml. This result was reported outside the laboratory. The sample was repeated and the results were 0.500 miu/ml accompanied by a data flag and 0.500 miu/ml accompanied by a data flag. The repeat results were considered correct. The tech corrected the result in the database and called the ER doctor with the corrected result. There were no adverse events. The hcg reagent lot number was 17551301 and the expiration date was 04/30/2015. The field service representative could not duplicate the issue. He checked the probe voltages. He inspected the assemblies, tubing, and rinse station functions. He ran an acceptable performance check and quality control.